Event description:
The customer returned the xenon light source, which is an olympus asset with no reported complaint. During the evaluation of the device, light control not functioning properly was observed. The service repair center indicated that the most likely cause of the light control not functioning properly was due to iris printed circuit board (pcb) was stuck and faulty main printed circuit board (cr). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction the light control not functioning properly was due to iris printed circuit board (pcb) was stuck and faulty main printed circuit board (cr). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.